Event description:
It is reported that the customer had normal blood glucose levels of 109 mg/dl. The customer reported an issue during the priming process for the insulin pump specifically with regards exiting the preparing to prime loop. The customer also reported that insulin was squirting out and dripping during the priming process for the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within the specification, no unexpected low battery, off no power or failed battery test alarm noted. The device did function properly during rewind, basic occlusion, occlusion, prime33, excessive no delivery and displacement test. No prime/fill or audio/beep anomaly noted. The unit was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.